Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer on a patient sample and considered discordant when compared to repeat negative troponin test results. The initial positive result was reported, however, it is unknown if the physician questioned the result. The customer performed verification testing on another advia centaur system and the result was negative. The customer provided a corrected troponin report. There was no known report of patient treatment being altered or adverse health consequences due to the discordant positive advia centaur cp troponin ultra result.

Manufacturer narrative:
The cause for the initially false positive advia centaur cp troponin patient result when compared to the repeat negative troponin test results is unknown. The customer's quality control results were within acceptable ranges at the time of the incident. No conclusion can be drawn. The instrument is performing within specifications. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."